Manufacturer narrative:
Results: the distal tip of the ace68 was ovalized, delaminated, and the inner support coils were shifted approximately 124.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed that the device was ovalized and delaminated. If the distal tip of the catheter shaft becomes occluded during aspiration, the vacuum pressure from the aspiration may cause the catheter lumen to collapse and become ovalized. Further evaluation of the ace68 revealed that the ovalized section showed some delamination. This delamination is the result from the lumen collapsing under vacuum pressure and separating the inner liner from the outer extrusion. A stainless steel mandrel could not be advanced through the ace68 during the functional test. The non-penumbra catheter identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using a penumbra system ace 68 hi-flow kit (kit). It was noted that the patient's anatomy was not tortuous, but the ace68 had to go a u-turn bend from the aorta in order to get to the sma. During the procedure, the physician completed three to four passes using a penumbra system ace 68 reperfusion catheter (ace68), a penumbra system aspiration pump max 220v (pump max), a non-penumbra catheter and a non-penumbra sheath. While attempting to perform a new pass, the ace68 was advanced into the sma and after three minutes, no flow was observed; therefore, the ace68 was removed. Upon inspection of the ace68 after removal, the physician noticed that the tip of the ace68 had ¿collapsed¿. The procedure was completed using an indigo system aspiration catheter 8 (cat8), the same pump max and a new sheath. There was no report of an adverse effect to the patient.